Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2019. She reported that she obtained alleged inaccurately high results at "5pm-400 mg/dl, 500am-300 mg/dl, 300am-300mg/dl and 9:30am-290 mg/dl" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin - self adjuster and reported that she on the evening of (B)(6) she injected herself with insulin more than three times in response to the alleged readings she obtained. The patient stated that through the night she developed symptoms of "felt exhausted, very tired, aching chest and cannot sleep properly". The patient reported that on (B)(6) 2019 she was rushed to hospital and at 9:00am she was treated by an hcp with IV fluids and was given some yogurt to increase her blood sugar. She stated that she had venous blood taken with a result of 94mg/dl on the hospital meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips had been stored correctly and not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event which required hcp intervention after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.